Event description:
A 2.50mm x 12mm driver sprint rx coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. It is reported that the physician failed to cross a very calcified lesion and flared struts were noted, when the device was retrieved. The driver sprint rx stent delivery system was returned for evaluation. The struts on the fifth proximal stent segment were raised, deformed and pulled distally. There was slight damage to the distal tip. Information received indicated that difficulties were encountered while attempting to deliver the stent across a very calcified lesion. The damage noted on the returned stent most likely occurred during the failed attempt to cross the target lesion and / or subsequent withdrawal from the vessel. Cd or procedural images have not been provided for review. Patient's status post procedure was reported as okay. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4) other (stent damaged during procedure). Evaluation, results: very calcified lesion. Conclusion: very calcified lesion.